Manufacturer narrative:
A partial lead was returned for analysis in 2 segments. The connector portion measured 14.1 cm and the distal portion measured 46.2 cm. The damage was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Event description:
It was reported that the right ventricular lead had out of range high voltage lead impedance alerts on all three vectors due to elevated impedance. The lead was explanted and replaced. There was no complication after the procedure.